Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI : (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown; item #: unknown, unknown stem, lot #: unknown; 010000847, g7 neutral e1 liner 32mm, c 6483937. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03657.

Event description:
It was reported that the bottom of the acetabulum fractured when driving the liner into the shell. This surgery was finished with backup product. Attempts were made to obtain additional information; however, none was available.